Event description:
Clinical trial. It was reported that 743 days following a coronary artery drug eluting stenting procedure, the patient expired. The index procedure identified and treated two target lesions. Target lesion one was a 99% restenotic, mildly calcified, mildly tortuous, 2.5x8mm lesion of the mid lad (left anterior descending) and was treated with predilation and placement of a 2.5x12mm taxus express2 drug eluting stent. Target lesion two was located in the distal lad and was treated with another manufacturer's bare metal stent. The patient was discharged the following day on asa and plavix. The patient expired 743 days following the index procedure. The cause of death is unknown. No autopsy was performed. The investigator reported the relationship to the device as "unknown". No additional information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.